Event description:
Customer reported unit would not flouro. Unit failed in middle of case. Also, it was reported the system did not power up. No pt injury was reported.

Manufacturer narrative:
The service rep troubleshoot found that when the interconnect cable was moved around, you could fluoro when in certain positions. He ordered the interconnect cable for the unit. Replaced interconnect cable. Tested unit working as intended.